Event description:
It was reported that the user received a high glucose alert on the ilet pump and had a fingerstick reading of 403 mg/dl after disconnecting for a shower and subsequently reconnecting; the user changed the contact detach infusion set per troubleshooting guidance and insulin delivery resumed, with glucose trending down to 303 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.